Event description:
Catheter dislodgement was found. The indwelling period was 1 day. The device was implanted on march 5th and stated to be used for infusion from the same day. Nothing remarkable was noted on that day. On march 6th, the subcutaneous leak and catheter dislodgement was found by imaging. The dislodged catheter was still in the brachial area and removed though an incision. The strain relief oversleeve was missing and unable to be removed. However, the department of the safety management from the hospital suspect that the strain relief oversleeve was not included in the kit from the beginning.

Manufacturer narrative:
This complaint is inconclusive due to the complete sample was not returned for evaluation. The complaint sample returned for evaluation is the proximal piece of a two piece 4 fr connector and the catheter. A cross sectional view of the proximal end of the catheter shows a smooth and striated veneer. These are characteristics the catheter has been cut by a sharp instrument such as a knife or scalpel. The proximal end of the catheter shows no impressions in the od of the tubing to indicate a complete catheter assembly. The distal section of the two piece connector was not returned for evaluation. According to the product IFU, "retrieve the oversleeve portion (gray distal connector with clear oversleeve) of the connector and advance it over the end of the catheter. If you feel some resistance while advancing the oversleeve (gray distal connector), gently twist back forth or spin to ease its passage over the catheter. Gently advance the catheter onto the connector (proximal connector) blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks. With a straight motion, slide the oversleeve portion of the connector and the winged portion of the connector, aligning the grooves on the oversleeve portion of the connector with the barbs on the winged portion of the connector." A chr is not possible, as no manufacturing lot number information has been provided by the complainant.